Event description:
An ecp treatment was attempted via the cellex instrument and kit. Peripheral insyte IV's were used in the right and left antecubitals. The machine had multiple "air detected" alarms and "system pressure" alarms. A representative from our faculity spoke to the therakos engineer and trainer, but were unable to resolve the alarms. We were also unable to proceed with the treatment of the white blood cells. The treatment was ended and the blood products were returned to the pt. The pt did not want to have a new kit primed and restart the treatment. The pt was discharged from extracorporeal photophoresis (ecp) in no apparent distress. The pt's vital signs were within normal limits and the pt remained afebrile. The pt was scheduled to return to ecp for treatment the following day. The ecp manager, bmt clinic nurse, and biomed were notified. The kit was saved for biomed. Therakos requests that when biomed is done with kit that the collect line luer lock be returned for evaluation. Biomed was notified.